Event description:
The customer has obtained results for a1c3 that were lower during a rerun when compared to the initial results on 24 patient samples on an advia 1800 instrument when using calibrator lot 4dd071. The customer ran 24 patient samples on the advia 1800 system. Patient results were reported to the physician(s). During the day the customer noted that there was a shift in quality control sample results and therefore decided to use a new reagent pack and recalibrate the assay. The 24 patient samples were repeated on the same advia 1800 instrument. The results obtained on the samples was lower. Corrected reports were sent on 17 out of the 24 patient samples tested. The customer did not indicate the 17 patient samples for which corrected reports were sent out. There were no reports of patient intervention or adverse health consequences due to initial high results for a1c3 reported to the physician(s).

Manufacturer narrative:
A siemens designated complaint handling unit (dcu) representative has evaluated the patient data. The cause of the initial high results for a1c3 when using calibrator lot 4dd071 is unknown. Siemens is investigating the issue.

Manufacturer narrative:
The initial MDR 2432235-2014-00541 was filed on september 12, 2014. Additional information (2/19/2015): siemens technical support laboratory (tsl) conducted an in-depth investigation and have concluded that the reagent on-board stability and calibration stability meet instruction for use (IFU) claims and all levels of quality control samples remained within specifications throughout the course of the study. The customers concerns over stability and a1c_3 recovery were not confirmed in the tsl study. The cause of the initial high results for a1c_3 is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.